Event description:
A device reset occurred in 2008 for the subject device, however, it was not reported at that time.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.